Event description:
The customer reported that the systems' boot sequence was interrupted by a communication error displayed on the generator control panel which caused disruption of power and a system reboot cycle. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the real time operating system printed circuit board and replaced the universal power supply battery backup. The system was tested and found to be working as intended and put back in service.